Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. As the occlusion alarms occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose (bg) level would rise up to 600 mg/dl with large ketones. The customer would change infusion set, deliver a bolus via the pump, drink water and administer manual injections to stabilize impacted bg levels. The customer would continue to use the pump for insulin therapy.